Event description:
Priviledged and confidential: the device involved in the event was not returned for evaluation. Reportedly,in two instances with the same infant, it was observed that the pediatric endotracheal tube holder lock did not hold the tube. In the first instance,the lock was "relocked". In the second instance, the infant extubated. A mallinckrodt endotracheal tube, size 3.0, was used with an rsp endotracheal tube holder. The infant was not re-intubated because medical personnel determined the infant no longer required intubation. There was no effect on the infant.